Event description:
It was reported that the lead was extracted due to a "malfunction" and that there was possible vegetation on the lead after the patient was diagnosed with sepsis due to an unrelated infection. The lead was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the medial segment of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that the defibrillation coil was distorted, the defibrillation conductor was fractured (overstress), inner tubing kinked/buckled, outer tubing overlay cosmetic environmental stress cracking, the outer insulation was breached cut, the outer tubing overlay was breached cut and exposed defib coil white substance.